Event description:
I use to be obese and I used a CPAP for 20 years. In (B)(6) 2023 I was taken off of seroquel because it caused ttd. My motivation returned, and I could reduce my calories since I didn't have the constant hunger. I have lost over 100 lbs. I contacted the (B)(6) sleep clinic, and they did a new sleep study. I was downgraded from severe to mild. However, one of the medications to help treat the td was cogentin, which dries out your mucous membranes. I couldn't use the CPAP anymore. The dental appliance didn't work, because I have tmj, and you would have to wear one at night, and one in the day affecting speech. The alternative was exciteosa made by signifier. It is a tongue stimulation device, FDA approved for toning the tongue, and a treatment option for mild sleep apnea. I said yes, and the device was ordered and I received it 2 months ago. It came with a barcode to the google website to download the app which the device needs in order to operate. I am meet with a message your device is not supported. I have a samsung galaxy s24 ultra 5g running android 14. It also said the app was for older android systems. I contacted the company. They acted as if it was common, then sent me message saying they were having technical problems with the app and working with google play store to correct it. They offered a refund. How does a refund help my medical condition, and I told them about the other two options were not viable. I contacted my sleep dr who contacted the rep, who said they were only having problems with my phone or android 14. Signifier admitted to the problem, but only when asked directly. I do not believe that they informed the (B)(6) or anyone, because my dr or the rep would have asked me what phone I was using, and stated the problem. I next contacted the bbb and after several weeks, they closed the case stating they tried multiple times to contact signifier, but they refused to respond. Another red flag. If it was a simple bug or glitch, why not explain the problem to the bbb instead of a negative review. Signifier has an obligation to keep their products updated. They also have the responsibility to inform people if they are having technical problems. They are also required I would think to fix any app dependent device problems asap. I hardly call 2 months working time sensitive with google, one of the largest and smartest tech companies to fix a simple bug or glitch or updating an app. I received word last week from first nation, supplier to the (B)(6) for the exciteosa the app was fixed. I downloaded the app, put in some info, until it asks for your telephone number, to send a verification code. The app goes into the background, the text pops up you try to put it in the app, and it goes back to the what is your telephone number. I reported it, and the response was we know of technical bugs, issues, we are working on it, no time frame as to when it will be corrected. I marked new or worsening conditions on this form, because I have basically been untreated and my symptoms of excessive tiredness, daytime sleepiness, low energy, because I can't use a device because the company won't update the app that the device will not work unless you have it. I am single so my only phone, and I have an amazon fire tablet, no other google devices. I believe one of 3 things are happening. They never updated the app to android 14 a year ago, they are using outdated or incompatible software that is creating the problem, or its financial. It really doesn't matter. They are responsible for the updating of the app, and the proper use of the device they sell as medical equipment for the treatment of mild sleep apnea, and 2 months or more is not acceptable in addressing this problem, which as mentioned before, didn't tell anyone about to begin with. Thank you.